Manufacturer narrative:
Correction: d1 (brand name), d2 (common device name), d3 (manufacturer name), and g1 (contact office - manufacturing site) the customer's complaint that the autopulse platform (sn (B)(6)) displayed a fault 16 (timeout moving to take-up position) was not confirmed during the functional testing. Based on the archive data review, the platform has not been used and no errors were recorded on the customer's reported event date of may 31, 2024. However, the platform displayed fault 16 on april 08, 2024. The fault code was not reproduced during the functional testing at zoll. No device malfunction was observed, and the platform functioned as intended. The archive data indicated that autopulse platform displayed fault 16 on april 08, 2024. The platform has not been used and no errors were recorded on the customer's reported event date of may 31, 2024. The autopulse platform passed the functional testing using multiple test manikins, lifebands and batteries. The customer reported fault 16 was not reproduced throughout the testing. The autopulse platform functioned as intended. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
The autopulse platform sn (B)(6) the platform, it displayed a fault 16 (timeout moving to take-up position). The customer tried to clear the fault code by replacing the lifeband and restarting the platform, but the fault code persisted. Another autopulse platform was used to initiate and continue the resuscitation. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn 35440) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.